Event description:
It was reported that the right ventricular (rv) lead triggered an alert. The interrogation showed there was a lead warning for rv high pacing impedance and high svc impedance. The physician concluded this to be a transient event of high numbers and the cause was unknown. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly hv-lead impedance trend data show various spike increases for max svc defib impedance= 76 to 254 ohms peak between (B)(6) 2012. We did receive performance data (B)(4) collected from the device and have analyzed the data.(B)(4) impedance - high resistance/impedance (B)(4) - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:02 and (B)(6) 2012 02:15:03. Weekly hv-lead impedance trend data show various spike increases for max svc defib impedance= 76 to 254 ohms peak between (B)(6) 2012.